Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal infection is related to the v.a.c.® drape. The device identifiers were not available and product was not returned for evaluation. Neither a device history record review nor a device evaluation could be performed. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: schemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2021, the following information was reported to kci by the home care nurse: (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to the patient developing a yeast infection under the v.a.c.® drape. On (B)(6) 2021, the following information was reported to kci by the family member: the issue was allegedly due to the adhesive from the v.a.c.® drape. On (B)(6) 2021, the following information was reported to kci by the home care nurse: the alleged yeast infection was treated with nystatin antifungal cream and oral antibiotics. The infection has resolved and the patient was placed back on v.a.c.® therapy. The v.a.c.® drape lot number was unavailable and the product was not returned; therefore, a device history record review and a device evaluation could not be performed.